Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right ventricular (rv) lead. No pacing inhibition was observed. In addition, inappropriate shock was reported with no therapy exhaustion. As a result, the crt-d device was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right ventricular (rv) lead. No pacing inhibition was observed. In addition, inappropriate shock was reported with no therapy exhaustion. As a result, the crt-d device was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.